Event description:
It was reported that a patient underwent an unknown procedure on (b)(6) 2026 and suture was used. The operating room nurse used suture to suture the patient's incision while cooperating with the surgical suturing process. During the operation, it was found that the suture had undergone multiple non cutting breakages, forcing the surgeon to interrupt the operation and repeat the secondary suturing of the broken area. Although it did not cause substantial physical harm such as incision infection or poor healing to the patient, it prolonged the surgery time and increased the patient's psychological tension and physical discomfort. The staff replaced the suture with a new batch, and the subsequent process proceeded smoothly. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.To date the device has not been returned. If the device or further details are received at a later date a Supplemental Medwatch will be sent.The following information was requested, but unavailable:Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.Could you please provide the lot number? Do you have any photos available for visual analysis? Were there any patient consequences? If possible, please confirm the number of sutures that broke during the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental Medwatch will be sent.What is the product code?This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.